Event description:
It was reported that there were two occurrences that unspecified bd insyte autoguard 24 ga x 0.75 in. Shredded during an attempt for piv access. The following information was provided by the initial reporter: ¿I received an event report on (B)(6) 2022 that the bd insyte autoguard 24 ga x 0.75 in. Shredded during attempt for piv access (x 2). The catheter was not salvageable so we have nothing to return.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed, bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that there were two occurrences that unspecified bd insyte autoguard 24 ga x 0.75 in. Shredded during an attempt for piv access. The following information was provided by the initial reporter: ¿I received an event report on (B)(6) 22 that the bd insyte autoguard 24 ga x 0.75 in. Shredded during attempt for piv access (x 2). The catheter was not salvageable so we have nothing to return.